Manufacturer narrative:
The device and leads remain in service. The physician will continue to monitor the system and the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator, the left ventricular (lv) lead and another manufactures right ventricular (rv) lead displayed pacing impedance measurements greater than 2000 ohms. Upon interrogation, non-sustained ventricular tachycardia events were stored which displayed noise on the rv channel. The rv lead impedance was fluctuating, however the high measurements could not be reproduced with testing. It was reported that a lead revision procedure will not be performed at this time as the lv lead looked fine. No adverse patient effects were reported.